Event description:
The facility representative reported a flo-gard infusion pump with failure code f-66. This condition was found upon power up of the device in the general patient ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further evaluation, service was unable to reproduce the problem and the cause was undetermined.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-66 was confirmed but not duplicated by baxter service personnel. The root cause of the condition was determined to be the supply voltage of the central processing unit (cpu) circuitry was too high. The pump was powered off and then back on and the failure did not present again. No repair was necessary to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.